Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with three units of revaclear 300 dialyzers, three internal blood leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d11, h3 and h6. The device was received for evaluation. Three actual samples were returned. Two samples were tested for blood leaks and both passed with no leaks detected. The third sample could not be tested due to severe clotting within the device. The header cap was removed for the third sample to allow for investigation of the internal parts, and no manufacturing defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.